Event description:
It was reported by service report that the foot-end inner siderail would not lock in the up position due to the inner arm cover bent and hitting the litter frame. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken and bent foot-end arm cover hindered siderail motions.